Event description:
It was reported that the green cable connector on the holster would not seat tightly into the control module. The customer moved the green connector to the blue port and the problem followed the green cable connector. The customer was able to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and found that the tabs were sticking on the lemo connectors, causing poor connection per customer complaint, and the blue cable shielding was split, the port shaft was bent and the e-clip was damaged during disassembly. To correct this the analysis site replaced, the two lemo connectors, port shaft, coil pin, and e-clip. After all services were completed, the unit passed all diagnostic and functional tests. Complaint information is trended on a regular basis to determine if further investigation is warranted.